Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user states the frame on his wheelchair has broken at a weld on the right side.